Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: updated fields: d9, h3, h4, h6 the device was returned to olympus for inspection. Based on the results of the investigation and historical data, it is likely the following led to the malfunction: inadequate performance of an electrical or electronic components such as plug unit, cable unit, and printed circuit board without any design or manufacturing defects. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during inspection for use. There were no reports of patient harm.